Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)), and three (3) batteries ((B)(6)), were not returned for evaluation as the vad and the controller remain in use, and ((B)(6)) was discarded by the customer. No performance allegations were made against (B)(6). Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. A review of the manufacturing documentation associated with the other devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and nineteen (19) low flow alarms logged since (B)(6) 2025. Log file analysis also revealed motor start events recorded on (B)(6) 2025 at 11:05:08, at 09:21:01, and at 17:51:30, in which the motor start parameters were atypical. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6) and a power adapter. The associated batteries had been lubricated prior to release. Additionally, the available controller data file revealed an instance involving (B)(6), where the battery's relative state of charge (rsoc) value was between 101-201, which is indicative of a communication error. Review of the available logfiles report revealed one (1) power disconnect alarm was logged on (B)(6) on (B)(6) 2025 at 16:06:36. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than (B)(4). Log file analysis revealed twelve (12) controller power up events with associated pump start events were logged between (B)(6) 2025 at 11:07:39 and (B)(6) 2025 at 17:51:35, indicating losses of power to the controller. No anomalies were recorded leading up to the third, eighth and twelfth loss of power. Momentary disconnections were recorded leading up to the remaining losses of power. The controller was without power for an average of twelve (12) seconds. Log file analysis revealed that (B)(6) was not in use during the analyzed period. As a result, the reported low flow event, controller loss of power event, power disconnect alarm, atypical motor start parameters, and power switching events involving (B)(6) and (B)(6) were confirmed. The reported power switching event and battery power consumption issue could not be confirmed for (B)(6) as the battery was not in use during the analyzed period. The reported battery power consumption issue involving (B)(6) could not be confirmed as the battery discharged as expected when in use. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the communication error and resulting power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power consumption issue may be attributed, but not limited, to soldering defects, welding defects, and/or cell capacity loss due to degradation over time. Additional products: d1: heartware ventricular assist system controller 2.0 d4: serial#:(B)(6) d9: no h3: yes h5: no d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6) d9: no h3: yes h5: no d1: heartware ventricular assist system battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 serial#: (B)(6) d9: no h3: yes h4: mfg date: 08-mar-2023 h5: no d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2023 serial #: (B)(6) d9: no h3: yes h4: mfg date: 22-jun-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed an in teroperability problem. The device was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6), and seven (7) batteries ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. No performance allegations were made against (B)(6). Review of the manufacturing documentation confirmed that (B)(6) and (B)(6) met all requirements for release. A review of the manufacturing documentation associated with the other devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. An internal inspection of the controller did not reveal any anomalies. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and twent y-one (21) low flow alarms logged since (B)(6) 2025. Log file analysis also revealed motor start events recorded on (B)(6) 2025 at 07:54:43, at 09:21:01, and at 17:51:39, and on (B)(6) 2025 at 18:53:49 and on (B)(6) 2025 at 20:24:35, in which the motor start parameters were atypical. One (1) vad disconnect alarm was logged on (B)(6) 2025 at 14:20:40, indicating a physical disconnection of the driveline, likely due to the reported controller exchange. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6) and a power adapter. Additionally, the controller data file revealed an instance involving (B)(6), where the battery's relative state of charge (rsoc) value was between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. The associated batteries had been lubricated prior to release. Log file analysis revealed twenty-eight (28) controller power up events, with twenty-six (26) associated pump start events, were logged between (B)(6) 2025 at 11:07:39 and (B)(6) 2025 at 19:08:47, indicating losses of power to the controller. Momentary disconnections were recorded leading up to the first, second, fourth, fifth, sixth, seventh, ninth, tenth, and eleventh loss of power. No anomalies were recorded leading up to the remaining losses of power. The controller was without power for an average of fifteen (15) seconds. One (1) vad disconnect alarm was logged on (B)(6) 2025 at 14:20:40, indicating a physical disconnection of the driveline, likely due to the reported controller exchange. Log file analysis revealed that (B)(6) was not in use during the analyzed period. As a result, the reported low flow event, controller loss of power event, power disconnect alarm, atypical motor start parameters, and power switching events involving (B)(6) and (B)(6) were confirmed. The reported power switching event and battery power consumption issue could not be confirmed for (B)(6) as the battery was not in use during the analyzed period. The reported battery power consumption issue involving (B)(6) could not be confirmed as the battery discharged as expected when in use. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the communication error and resulting power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. App licable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power consumption issue may be attributed, but not limited, to soldering defects, welding defects, and/or cell capacity loss due to degradation over time. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 22-dec-2025 h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data for an additional four (4) batteries. Manufacturer's analysis subsequently revealed an interoperability problem.

Event description:
It was further reported that the manufacturer received product performance data for an extra battery. Manufacturer's analysis subseq uently revealed an interoperability problem. The device was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: (B)(4) catalog #: (B)(4)/ expiration date: (B)(6) 2025 / serial #: (B)(6) d9: no h3: no h4: mfg date: (B)(6) 2024 h5: no d1: heartware ventricular assist system battery d4: model #: 1650de / catalog #: (B)(4)/ expiration date: (B)(6) 2024 serial #: (B)(6) d9: no h3: no h4: mfg date: (B)(6) 2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the ventricular assist device (vad) exhibited several low flow alarms, the controller exhibited unexpected losses of power, and a power disconnect alarm occurred on the battery. The patient¿s outcome was alive with no injury. The vad, controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log file data revealed history of motor start events with parameters outside of the typical range.

Event description:
It was further reported that there were issues with battery switching.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery was replaced due to power consumption issues.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 08-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a second battery exhibited power consumption issues. The battery was removed from service. It was also reported that it were suspected that the issue may be related to compliance concerns and potentially an unintentional double power disconnect, although this has not been confirmed by the patient or their spouse. It was noted that the details of the event remain unclear, and communication has been challenging since the conversation between the patient and the vad team is currently limited to phone calls.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was removed from service.